Event description:
It was reported that the pump shut off unexpectedly. Customer confirmed pump display turned on when plugged into a power source. Additionally, was reported that a cartridge change error occurred during the load sequence. Customer's blood glucose was 400 mg/dl. Customer continued to use the pump for insulin therapy.